Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that on the day following a pulse field ablation procedure using a farawave ablation catheter the patient experienced acute kidney failure. The procedure was performed and completed without issues. Glycopyrrolate was noted to be given to prevent profound bradycardia. The following day, the patient was unable to void and was admitted to hospital. The patient only voided a minimal amount of black urine. A nephrology was consulted and was going to see the patient to create a treatment plan. The patient's condition is ongoing. The device was disposed.

Event description:
It was reported that on the day following a pulse field ablation procedure using a farawave ablation catheter the patient experienced acute kidney failure. The procedure was performed and completed without issues. Glycopyrrolate was noted to be given to prevent profound bradycardia. The following day, the patient was unable to void and was admitted to hospital. The patient only voided a minimal amount of black urine. A nephrology was consulted and was going to see the patient to create a treatment plan. The patient's condition is ongoing. The device was disposed.

Manufacturer narrative:
The device was not returned; however, based on the information provided in the complaint investigators determined the patient complication was most likely an adverse event related to the procedure as it could have been due to the treatment itself or the medication provided to the patient during the course of the treatment.